Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: left fallopian tube') in an adult female patient who had essure (ess205) (batch no. L2606-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "difficult time placing the coil in the left fallopian tube and that it was crooked", medical device monitoring error "novasure endometrial ablation with essure sterilization" and device difficult to use "she had a difficult time placing the coil in the left fallopian tube / the coil failed to recede on the left tube / right it took three attempts". The patient's medical history included endometrial ablation, chest pain, endometrial curettage and skin tags. Essure confirmation test: patient went to dr. Either 2 to 4 weeks after procedure. They said all good and I never went to this practice again. Concurrent conditions included arthritis since 2006, fibromyalgia since 2006, blood pressure high since 2002, excessive menstruation, vulval disorder, menorrhagia, migraine, autoimmune disorder, pelvic pain female and poisoning. Concomitant products included diclofenac since 2006 for arthritis, lisinopril for blood pressure high, cefixime (flexeril) since 2006 for fibromyalgia as well as oxycodone hydrochloride;paracetamol (percocet), salbutamol (albuterol) and verapamil. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced abdominal pain lower ("pain left lower abdomen pressure that hurts when pushed") and abdominal mass ("other injury((ies) or complication(s) - please describe: knot left lower abdomen that hurts when pushed. Knot now feels to me the size of a golf ball. Onset about after 4 months after procedure"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: several urinary 10-12 times since procedure"), adnexa uteri pain ("left fallopian tube pain constatnt pressure/ when palpited pain is severe") and abdominal discomfort ("pain left lower abdomen pressure that hurts when pushed"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, urinary tract infection, abdominal pain lower, abdominal mass, adnexa uteri pain and abdominal discomfort outcome was unknown. The reporter considered abdominal discomfort, abdominal mass, abdominal pain lower, adnexa uteri pain, device dislocation and urinary tract infection to be related to essure (ess205). The reporter commented: injury or poisoning occurring at/in residential institution. The essure device vas brought into the rood. The coil failed to recede on the left tube, and a second coil was placed with excellent placement. Most recent follow-up information incorporated above includes: on 6-jul-2019: update of ptc information (batch is not valid) no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: left fallopian tube') in a 42-year-old female patient who had essure (ess205) (batch no. L2606-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "difficult time placing the coil in the left fallopian tube and that it was crooked", medical device monitoring error "novasure endometrial ablation with essure sterilization" and device difficult to use "she had a difficult time placing the coil in the left fallopian tube / the coil failed to recede on the left tube / right it took three attempts". The patient's medical history included endometrial ablation, chest pain, endometrial curettage and skin tags. Essure confirmation test: patient went to dr. Either 2 to 4 weeks after procedure. They said all good and I never went to this practice again. Concurrent conditions included arthritis since 2006, fibromyalgia since 2006, blood pressure high since 2002, excessive menstruation, vulval disorder, menorrhagia, migraine, autoimmune disorder, pelvic pain female and poisoning. Concomitant products included diclofenac since 2006 for arthritis, lisinopril for blood pressure high, cefixime (flexeril) since 2006 for fibromyalgia as well as montelukast sodium (singulair), oxycodone hydrochloride;paracetamol (percocet), salbutamol (albuterol) and verapamil. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced device dislocation (seriousness criterion medically significant), 1 month 29 days after insertion of essure (ess205). In may 2007, the patient experienced abdominal pain lower ("pain left lower abdomen pressure that hurts when pushed") and abdominal mass ("other injury((ies) or complication(s) - please describe: knot left lower abdomen that hurts when pushed. Knot now feels to me the size of a golf ball. Onset about after 4 months after procedure"). In october 2009, the patient experienced cystitis ("bladder infection") and vaginal infection ("vaginal infection"). On an unknown date, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: several urinary 10-12 times since procedure"), adnexa uteri pain ("left fallopian tube pain constatnt pressure/ when palpited pain is severe") and abdominal discomfort ("pain left lower abdomen pressure that hurts when pushed"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, urinary tract infection, abdominal pain lower, abdominal mass, adnexa uteri pain, abdominal discomfort, cystitis and vaginal infection outcome was unknown. The reporter considered abdominal discomfort, abdominal mass, abdominal pain lower, adnexa uteri pain, cystitis, device dislocation, urinary tract infection and vaginal infection to be related to essure (ess205). The reporter commented: injury or poisoning occurring at/in residential institution. The essure device vas brought into the rood. The coil failed to recede on the left tube, and a second coil was placed with excellent placement. Date of birth: (B)(6) 1959(discrepancy noted) quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-dec-2019: ir is deleted from the event device dislocation as removal details are not available. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: left fallopian tube') in an adult female patient who had essure (ess205) (batch no. L2606-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "difficult time placing the coil in the left fallopian tube and that it was crooked", medical device monitoring error "novasure endometrial ablation with essure sterilization" and device difficult to use "she had a difficult time placing the coil in the left fallopian tube / the coil failed to recede on the left tube / right it took three attempts". The patient's medical history included endometrial ablation, chest pain, endometrial curettage and skin tags. Essure confirmation test: patient went to dr. Either 2 to 4 weeks after procedure. They said all good and I never went to this practice again. Concurrent conditions included arthritis since 2006, fibromyalgia since 2006, blood pressure high since 2002, excessive menstruation, vulval disorder, menorrhagia, migraine, autoimmune disorder, pelvic pain female and poisoning. Concomitant products included diclofenac since 2006 for arthritis, lisinopril for blood pressure high, cefixime (flexeril) since 2006 for fibromyalgia as well as oxycodone hydrochloride;paracetamol (percocet), salbutamol (albuterol) and verapamil. On (B)(6) 2007, the patient had essure (ess205) inserted. In may 2007, the patient experienced abdominal pain lower ("pain left lower abdomen pressure that hurts when pushed") and abdominal mass ("other injury((ies) or complication(s) - please describe: knot left lower abdomen that hurts when pushed. Knot now feels to me the size of a golf ball. Onset about after 4 months after procedure"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: several urinary 10-12 times since procedure"), adnexa uteri pain ("left fallopian tube pain constant pressure/ when palpited pain is severe") and abdominal discomfort ("pain left lower abdomen pressure that hurts when pushed"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, urinary tract infection, abdominal pain lower, abdominal mass, adnexa uteri pain and abdominal discomfort outcome was unknown. The reporter considered abdominal discomfort, abdominal mass, abdominal pain lower, adnexa uteri pain, device dislocation and urinary tract infection to be related to essure (ess205). The reporter commented: injury or poisoning occurring at/in residential institution. The essure device vas brought into the rood. The coil failed to recede on the left tube, and a second coil was placed with excellent placement. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: left fallopian tube') in a 42-year-old female patient who had essure (ess205) (batch no. L2606-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "difficult time placing the coil in the left fallopian tube and that it was crooked", medical device monitoring error "novasure endometrial ablation with essure sterilization" and device difficult to use "she had a difficult time placing the coil in the left fallopian tube / the coil failed to recede on the left tube / right it took three attempts". The patient's medical history included endometrial ablation, chest pain, endometrial curettage and skin tags. Essure confirmation test: patient went to dr. Either 2 to 4 weeks after procedure. They said all good and I never went to this practice again. Concurrent conditions included arthritis since 2006, fibromyalgia since 2006, blood pressure high since 2002, excessive menstruation, vulval disorder, menorrhagia, migraine, autoimmune disorder, pelvic pain female and poisoning. Concomitant products included diclofenac since 2006 for arthritis, lisinopril for blood pressure high, cefixime (flexeril) since 2006 for fibromyalgia as well as montelukast sodium (singulair), oxycodone hydrochloride;paracetamol (percocet), salbutamol (albuterol) and verapamil. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 1 month 29 days after insertion of essure (ess205). In (B)(6) 2007, the patient experienced abdominal pain lower ("pain left lower abdomen pressure that hurts when pushed") and abdominal mass ("other injury((ies) or complication(s) - please describe: knot left lower abdomen that hurts when pushed. Knot now feels to me the size of a golf ball. Onset about after 4 months after procedure"). In (B)(6) 2009, the patient experienced cystitis ("bladder infection") and vaginal infection ("vaginal infection"). On an unknown date, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: several urinary 10-12 times since procedure"), adnexa uteri pain ("left fallopian tube pain constant pressure/ when palpated pain is severe") and abdominal discomfort ("pain left lower abdomen pressure that hurts when pushed"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, urinary tract infection, abdominal pain lower, abdominal mass, adnexa uteri pain, abdominal discomfort, cystitis and vaginal infection outcome was unknown. The reporter considered abdominal discomfort, abdominal mass, abdominal pain lower, adnexa uteri pain, cystitis, device dislocation, urinary tract infection and vaginal infection to be related to essure (ess205). The reporter commented: injury or poisoning occurring at/in residential institution. The essure device vas brought into the rood. The coil failed to recede on the left tube, and a second coil was placed with excellent placement. Date of birth: (B)(6) 1959 (discrepancy noted). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-nov-2019: pfs received. Concomitant medication added. Events ; vaginal infection and bladder infection were added. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: left fallopian tube') in an adult female patient who had essure (ess205) (batch no. L2606) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "difficult time placing the coil in the left fallopian tube and that it was crooked", medical device monitoring error "novasure endometrial ablation with essure sterilization" and device difficult to use "she had a difficult time placing the coil in the left fallopian tube / the coil failed to recede on the left tube / right it took three attempts". The patient's medical history included endometrial ablation, chest pain, endometrial curettage and skin tags. Essure confirmation test: patient went to dr. Either 2 to 4 weeks after procedure. They said all good and I never went to this practice again. Concurrent conditions included arthritis since 2006, fibromyalgia since 2006, blood pressure high since 2002, excessive menstruation, vulval disorder, menorrhagia, migraine, autoimmune disorder, pelvic pain female and poisoning. Concomitant products included diclofenac since 2006 for arthritis, lisinopril for blood pressure high, cefixime (flexeril) since 2006 for fibromyalgia as well as oxycodone hydrochloride;paracetamol (percocet), salbutamol (albuterol) and verapamil. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced abdominal pain lower ("pain left lower abdomen pressure that hurts when pushed") and abdominal mass ("other injury((ies) or complication(s) - please describe: knot left lower abdomen that hurts when pushed. Knot now feels to me the size of a golf ball. Onset about after 4 months after procedure"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: several urinary 10-12 times since procedure"), adnexa uteri pain ("left fallopian tube pain constant pressure/ when palpated pain is severe") and abdominal discomfort ("pain left lower abdomen pressure that hurts when pushed"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, urinary tract infection, abdominal pain lower, abdominal mass, adnexa uteri pain and abdominal discomfort outcome was unknown. The reporter considered abdominal discomfort, abdominal mass, abdominal pain lower, adnexa uteri pain, device dislocation and urinary tract infection to be related to essure (ess205). The reporter commented: injury or poisoning occurring at/in residential institution. The essure device vas brought into the rood. The coil failed to recede on the left tube, and a second coil was placed with excellent placement. Most recent follow-up information incorporated above includes: on 26-jun-2019: pfs and mr was received : lot number was added. The event injury was updated to malposition of essure device location of device: left fallopian tube. New events: infection (bladder/ urinary tract/vaginal) type: several urinary 10-12 times since procedure, abdominal discomfort, knot left lower abdomen, left fallopian tube pain, medical device monitoring error, device insertion difficult, device physical property issue were added. Medical history, concomitant drugs were added. Reporter information was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.